Manufacturer narrative:
Device manufacturing date and: device expiration date could not be determined . Device serial number/lot number is unknown. Event problem and evaluation codes: updated. No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing found the failure mode could not be replicated. Device passed all functional testing. No problem found. No root cause determined however based on the no disposable alarm investigation the root cause conduct trough an internal CAPA, the mohawk exposure could be a factor during the use of cassette to activate the alarm. CAPA was open on (B)(6) 2021 for no disposable alarm issue and currently is in solution confirmation and implementation plan phase. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was having no disposable alarm with the cassette that patient placed in this morning. Despite troubleshooting, alarm persisted even with newly mixed cassette. Pump replacement sent. No further details provided. No patient injury.